Manufacturer narrative:
A lot history review (lhr) of rewb0777 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
No injury to the patient, just that it was leaking blood during dialysis. Catheter removed and replaced by hemosplit which is being said to be doing well.